Event description:
It was reported that a patient underwent a revision knee replacement surgery on (B)(6) 2022 and barbed suture was used. During the procedure, the barbed suture cut in half. The surgery was delayed due to this reported event by five minutes. The patient was sutured again. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / other )? What tissue was being approximated/ sutured? If breakage occurred during usage, how many tissue passes had occurred before breakage? Approximate location of breakage on suture in relation to needle? What in the physicians opinion was the cause of the suture breakage? Was the procedure completed successfully? **was there any adverse patient outcome? Will the actual sample be returned for evaluation? Are any representative samples available for evaluation? Related medwatch reports: 2210968-2022-04505.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / other )? During passage through tissue. What tissue was being approximated/ sutured? Subcutaneous. If breakage occurred during usage, how many tissue passes had occurred before breakage? 8 at least. Approximate location of breakage on suture in relation to needle? 10 cms from the needle. What in the physicians opinion was the cause of the suture breakage? Deficiency of the suture. Was the procedure completed successfully? Yes. Was there any adverse patient outcome? No. Will the actual sample be returned for evaluation? No. Are any representative samples available for evaluation? No. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Related medwatch reports: 2210968-2022-04504 and 2210968-2022-04505.